Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04716, 04717. It was reported the pt had not recharged the ipg or used the scs system for about 2 yrs. The pt's son reported his mother had not understood how to use the system, and it had never relieved her pain. It was reported the pt would not pursue add'l intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.